Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reason. All components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The device was returned to boston scientific, analysis identified an activation anomaly in the pump.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. The first cylinder had a hole consistent with sharp instrument damage. The first cylinder passed pressure test. No anomalies were found with the second cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this complaint.